Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 502 mg/dl with vomiting associated with an alleged history/settings issue. Reportedly, it was unknown whether or not the patient continued with pump therapy or discontinued. The patient was treated by a health care provider at the hospital with intravenous fluids. During troubleshooting with customer technical support, it was noted that the pump was working as it should but the patient was not priming the pump. It was noted that basal delivery totals in the total daily dose did not match due to a cartridge change and the prime menu being accessed. All boluses were recorded as programmed. It was also noted that the patient bolused with delayed eating and there was a change in stress level. This complaint is being reported because the patient experienced hyperglycemia associated with user error and not a pump malfunction.